Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If the sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reporter states that during routine inspection of tubing/connections after prime/during dose they noted a trace amount of gel leakage from the side port. They ensured there was a secure connection and the dosing was continued. At 10:01 the side port popped open. The side port was manually held closed; however, even with constant pressure, the side port continued to try to push out and gel oozed from this port as well. 10:12 leakage noted from the connector. Total estimated loss is 5ml.

Manufacturer narrative:
A sample without original package or lot number was received at the plant for the investigation. The DHR file was reviewed for the provided lot number indicating that the product was released meeting all quality standard requirements. Upon a visual evaluation of the sample, the defect was not confirmed. A root cause could not be determined as the reported issue was not confirmed. If information is provided in the future, a supplemental report will be issued.